Event description:
(B)(4). No serious injury allege. Malfunction alleged. Dealer advised that both motor/gearboxes lost the caps and are leaking grease. He advised the chair was transported by an airline on september 24. They are reported to have begun leaking in early october. No reported damage to flooring or carpeting at this time. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m51p serial number/date code (B)(4) (unable to be confirmed). The owner's manual part number 1125085 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.